Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the approrpriate engineers and technicians are listed below. Visual inspection and results: clip in jaws, no; damaged jaws, misaligned; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no; damaged weld seams, no. Functional tests and results: antibackup functional, yes; firing: feed conform, yes; firing: form conform, no; jaws: hold clip, yes; lockout fuctional, yes; number of clips fed and formed, one scissored. Based on the inquiry information received and the visual examination, it was concluded that the jaws had become misaligned and could not form a clip properly, making the instrument non-functional. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
It was reported the device was used during a cholecystectomy procedure. It was reported by the affiliate that the clips were malformed. There was no pt consequence.